Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right atrial (ra) lead exhibited an atrial lead warning, low impedance and a polarity switch. It was further reported that the patient experienced muscle stimulation. It was also reported that following issues were noted on the right atrial (ra) lead: muscle stimulation, variable thresholds, diminished p-waves and intermittent capture. Additionally, connection issues with the set screw were noted between the ra lead and the implantable pulse generator (ipg). The ra lead was capped and replaced. The ipg remains in use. No further patient complications have been reported as a result of this event.